Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a bilateral case of myopic regression observed at four weeks post lasik procedure. Patient indicated that he feels that his expectations with this treatment were not even close to what he expected. Feels his vision was blurry from the first day after and needs glasses to see. Reporter indicated a flap lift enhancement was performed. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).